Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'blank screen' was reproduced. A review of the event history log (ehl) revealed occurrences of 'blank screen' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the display. The display will be replaced to correct the reported proble. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a blank screen. This occurred during programming/setup. There was no patient involvement. No additional information is available.